Manufacturer narrative:
Facility's registered nurse (rn), clinical supervisor declined to provide any pt info. She did state that as of 2007, the pt was still in the hosp, but was doing "fine". The treatment sheet for this treatment was not available, as the facility does not release pt records due to health insurance portability and accountability act (hipaa) regulations. One day earlier, co technical services field service rep, inspected the machine. He found the machine to be working within MFR's specifications . The customer did not suspect the machine was related to the incident. Co has found no evidence to suggest that its device caused or contributed to this event. Co does not regard the submittal of this report as an admission of liability.